Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software suspended insulin delivery. Reportedly, when the software resumed insulin delivery, the customer suspended insulin manually and the pump annunciated continuous beeping. The customer declined a follow-up call from tandem technical support and reported that the issue had been resolved. There was no reported adverse impact to the customer's blood glucose level.